Manufacturer narrative:
In an effort to try to duplicate the alleged report that "the needle bends", a skin flap and a device was used to simulate accessing the device. Excess bending was not noted, the device performed as intended. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the needle bends" could not be confirmed. No further details are available. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 8/10/1998.

Event description:
On 8/5/97, the MFR (MFR) was notified by it's distributor via fax that a customer in their territory encountered a problem with this device. The report states the following: the needle bends and as a result, the physician was experiencing difficulty puncturing. No further details were provided at this time.